Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a fall, head bleed and chest pain. It was noted that the electrocardiogram (ECG) looks off and the device is not pacing every time. The implantable pulse generator (ipg) remains in use. No patient complications have been reported as a result of this event.